Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 jammed and not able to open. The field service engineer adjusted slide rail tension to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the sofispecialevent bd pyxis¿ medstation¿ es system, it had multiple drawer failures on drawer 5, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the sofispecialevent pyxis medstation system, it had multiple drawer failures on drawer 5, preventing the user from accessing medications.the customer reported that there was no delay in the patient workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 jammed and not able to open. The field service engineer adjusted slide rail tension to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.